Event description:
It was reported that 2 weeks post-implant, the device exhibited non-sustained right ventricular (rv) oversensing due to post-paced t wave oversensing. Programming changes were made. There were no adverse health consequences to the patient.